Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's ipg was explanted and replaced to address the issue. Patient lost therapy approximately on (B)(6) 2023. Reportedly, therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of the event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported that the patient's ipg is receiving an elective replacement indicator. It is unknown if this occurred prematurely. As a result, surgical intervention may occur to address the issue.